Event description:
It was reported that, "surgeon implanted an iliac screw-9.5x100, the head of the screw came off the shaft before rod insertion. The surgeon place another iliac screw in next to the shaft of 1st screw. We could not get the shaft of the screw out."

Manufacturer narrative:
Additional information has been requested and if made available will be reported on a supplemental.